Event description:
It was reported that during a hand assisted right nephrectomy procedure, the device shredded as the dr was placing his hand into the device. The case was completed with a like device. There was no pt consequence.